Event description:
It has been reported in a service report that the fowler cylinder was leaking fluid. No adverse consequences or injuries have been reported. No patient was involved in the alleged incident.

Manufacturer narrative:
Other: leak.